Event description:
Philips received a complaint on the pic ix system is not getting any sound to central station. Patient involvement is unknown. There was no report of patient or user harm.

Manufacturer narrative:
The remote service engineer (rse) was unable to perform any functional tests. The case was cancelled by the customer because it is stated that it no longer needed based on the information available and the testing conducted, the cause of the reported problem was unknown. The reported problem was not confirmed. We are unable to confirm the final disposition of the device because the customer cancelled and declined support. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. H3 other text : the customer declined service.